Event description:
Twenty minutes post implant, the patient had sharp chest pains and an echocardiogram revealed ventricular perforation with blood in the pericardial sac. The lead was reposi- tioned. The patient developed atrial fibrillation with a ventricular response of 150 bpm and was cardioverted several times. After a second pericardiocentesis, an echo showed no further effusion and left ventricle hypokenesis. The patient went into ventricular fibrillation and subsequently expired.